Event description:
The account alleged the brake is set but the brake casters still rotate around. No injury reported.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.